Event description:
During a routine check by the customer, it was noted that when the pump was left on charge, the batteries would stop charging after a short period of time. Mains led remains on at all times and the console is seated correctly within the cart. No pt involved.

Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. Service report: replaced the two li-ion batteries then the power management pcb - fault re-occurred five minutes later. Then replaced the ac bulk converter - the fault re-occurred after fifty minutes. The batteries were sent for eval to maquet. A supplemental medwatch will be provided when new info is available. (B)(4).